Manufacturer narrative:
The investigation was completed on 06-sep-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000145 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was blood bleeding back from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received. The physician said there was bleed back from the sheath. The hemostatic valve was maybe cracked. The caller did not inspect it. It was a bloody messy. The caller did not want to risk getting exposed. The hemostatic valve was maybe dislodged outside of the hub. The brim cap/hub maybe became detached from the sheath. They are returning it to be inspected. It was being used on the patient. Once the issue was discovered, they exchanged it for a new one. No air entered into the patient. This was due to blood coming back. Minimal blood return. The brk needle was used. No specifics on the needle information. The hemostatic valve issue was assessed as MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was provided on 19-sep-2023 providing the patients age. Therefore, processed a2. Patient age at the time of event and a2. Age unit fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).